Event description:
It was reported that a patient underwent a robot-assisted partial nephrectomy procedure on (B)(6) 2026 and suture was used. During a robot-assisted partial nephrectomy (rapn), it could be used with 3-0 monocryl without any problems at the 1st firing, but it could not be closed with 3-0 monocryl at the 2nd firing. Therefore, the lot was changed, but it could not be closed with 3-0 vicryl at the 1st firing and 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: package lot number of the clips? 104bjt and 101d7b please provide the applier product code and lot number? Ka200, lot number is unk please confirm if there is an issue with the applier? No if yes, please create a product complaint and provide the respective reference number(s). What suture type and size was used?unk when the event occurred, was the suture placed near the hinge of the clip? Unk were you able to lock the clip closed on the suture?no if yes, after it closed, was the clip holding securely fixed on the suture? Na. Was the applier checked for damaged (jaws straight and aligned)? Unk. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?unk please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.